Event description:
It was reported that this right atrial (ra) lead exhibited multiple signal artifact monitor (sam) episodes due to oversensing of noise and high out of range pacing impedance measurements of greater than 2000 ohms. The most current values of on the ra lead have returned back to normal and no further sam episodes have been declared. The ra lead remains in service and there have been no adverse patient effects reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple signal artifact monitor (sam) episodes due to oversensing of noise and high out of range pacing impedance measurements of greater than 2000 ohms. The most current values of on the ra lead have returned back to normal and no further sam episodes have been declared. The ra lead remains in service and there have been no adverse patient effects reported. Additional information provided from the field indicated surgical intervention was later performed and the ra lead was abandoned and replaced due to continuing to exhibit high out of range pacing impedance measurements. No additional adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.